Manufacturer narrative:
A field service engineer (fse) went on-site and found the modular chemistry (mc) sample probe had an obstruction and a dirty wash collar. Fse replaced both the probe and wash collar and also found a piece of rubber stuck in the electrolyte injection cup (eic). Fse removed the piece of rubber and checked out the entire flow cell.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 600 synchron chemistry analyzer generated false low sodium (na) results. The results were not reported outside of the laboratory. The samples were repeated with higher results and those results were reported. The actual patient data was requested but not provided by the customer.